Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is not returning for evaluation; therefore a failure analysis of the complaint device could not be completed. The reported needle to cuff miss appears to be related to interaction with the patient calcification. The treatment appears to be related to procedure circumstance. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history did not indicate a lot specific quality issue. Based on the information reviewed, there is no indication a product quality issue with respect to manufacture, design or labeling of the device. The other proglide device referenced is filed under a separate medwatch report number.

Event description:
It was reported that suture placement with proglide devices was attempted in bilateral common femoral arteries using the preclose technique prior to a transcatheter aortic valve implantation (tavi) procedure. The arteriotomy was 6f. Reportedly, in the left common femoral artery (lcfa), the first and second, out of four, proglides had an anterior cuff miss. In the right common femoral artery the proglide sutures were successfully placed using the preclose technique. The sheath was upsized to 18fr and the tavi procedure was completed. Hemostasis was achieved in bilateral common femoral arteries with the successfully pre-placed proglide sutures. The physician is reportedly trained in the use of the proglide device and established in the preclose technique. There were no adverse patient sequelae reported and no clinically significant delay in the procedure. No additional information was provided.